Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4076, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial lead had an insulation breach and the impedance was low. The lead was reprogrammed to unipolar pacing polarity however pocket stimulation occurred. The output was lowered to where stimulation no longer occurred and the chronic lead trend feature was disabled so the output would not be automatically adjusted. The lead remains in use. No further patient complications have been reported as a result of this event.